Event description:
The sales representative reported on behalf of the customer that the patient presented to clinic in mid (B)(6) 2014 complaining of chronic groin pain and that the patient was xrayed. The customer reported that the stem allegedly looked as if there was a slight mid lateral fracture. The patient was xrayed again on (B)(6) 2014 and this xray confirmed that the stem had fractured. The customer reported that the stem was implanted in edinburgh royal around 5 years ago on the left side on (B)(6) 2009. The customer also reported that the patient will undergo revision surgery and that the date of this is to be confirmed.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method and results: device evaluation and results: device analysis was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided x-ray and patient history by a clinical consultant indicated x-ray confirms a fracture at mid body level with loss of bone support near the medial calcar bone area while the cup has no anteversion although there is only limited visibility of the cup on x-ray. The exeter stem fractured due to fatigue overload by procedure-related factors relating to cup malposition causing impingement and as such external to the exeter stem device. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusion the investigation concluded that the event was caused by procedure-related factors relating to cup malposition. Further information such as return of the device would be helpful in investigating the event further.

Event description:
Update: the customer provided the following history: on 2006 right total hip replacement ¿ (mr (B)(6)) surgery went well and patient was happy with long term results. On (B)(6) 2009 left total hip replacement ¿ (mr (B)(6)) surgery went well and patient was happy with short term results. Both sides treated for moderate osteoarthritis and narrowed joint space, relatively fit and active. No other complaints or factors in his medical records. On (B)(6) 2009 ¿ upon 3 month check up reported groin pain, asked to come back in 12 months to see how he is. On (B)(6) 2010 ¿ upon check up reports a feeling/noise which may represent subluxation in certain extreme movements. Was told to keep an eye on it and be careful with extreme movements. Over all happy with hip replacements, and still mobile, slightly less with left side. On (B)(6) 2012 ¿ still relatively happy but not as happy with left side as right. On (B)(6) 2014 ¿ back with reported thigh and groin pain and knowing that something isn¿t quite right with left hip replacement, xrays show fracture. On (B)(6) 2014 ¿ revised by mr (B)(6).

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown tba exeter stem. It was noted that the device is not available for evaluation because it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report.